Event description:
The customer initially reported that their device had its service indicator illuminated. It was then reported that the device was not charging defibrillation energy correctly. The customer stated that the device charged to 50 joules correctly, but would not deliver energy. The customer then stated that upon attempting to charge the defibrillation energy to 200 joules, the device started at 50 joules and continued up to 200 joules. The customer then attempted to charge to 360 joules and the device had a similar issue, but it started at 200 joules then continued to 360 joules. The device could not deliver the defibrillation energy either attempt. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the biphasic pcb assembly which resolved the reported issue. After completing unrelated repairs, proper device operation was then observed through functional and performance testing. The unit was returned to the customer for use.